Event description:
It was reported that four (4) large volume infusors under infused during infusions to a patient. The customer reported that only 50-80% of the solution was infused in 24 hours. The devices were connected with peripherally inserted central catheter (PICC) line and filled with piperacillin / tazobactam 18000mg in 240ml buffered sodium chloride . It was further reported that the devices were kept between shoulder and waist height, with the luer lock connector kept at constant temperature during infusion. The patients catheter was patent prior connecting the device; 10ml of normal saline was flushed and able to draw blood from the PICC line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The connection dates: september 15, 2022 to september 18, 2022. Initial reporter postal code: (B)(6). The devices were manufactured april 18, 2022 - april 20, 2022. Only two units were received for evaluation; the other two were not received and therefore, could not be evaluated. The two units contained 21ml and 40ml of fluid in their bladder. Visual inspection on the two units via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the two units and the results were within the product specification range. The reported condition was not verified. Baxter was unable to determine root cause for this under infusion report. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) the difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.